Manufacturer narrative:
Date rec¿d by MFR :04jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen failure issue. The manufacturer¿s field service engineer (fse) replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On 10jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.